Event description:
Subsequent to the initial MDR, a correction ID required.

Manufacturer narrative:
(B)(4). Please disregard the MDR awareness date selection of 07-06-2023 under submission (3004753838-2023-136840 : ci1689115238097.2707674@fdsahl86ceb40a_te1), as it should be corrected to 07-03-2023.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.